Manufacturer narrative:
The reported event of "a leaflet tear in the non-coronary cusp at the commissure" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to a leaflet tear in the non-coronary cusp at the commissure. Upon explant, endocarditis was suspected and pannus on the leaflets was observed. A perceval sutureless valve was implanted as the replacement. The patient has been discharged from the hospital and no additional information was made available.